Event description:
It was reported that prior to a carotid artery stenting procedure, the device was noted to be damaged. Upon removal of the carotid wallstent monorail 10.0-24 from the packaging, the physician noted a "kinking of the stent". The device was not used. The procedure was completed with another of the same. As there was no patient involvement, no patient complications occurred.

Event description:
It was reported that prior to a carotid artery stenting procedure, the device was noted to be damaged. Upon removal of the carotid wallstent monorail 10.0-24 from the packaging, the physician noted a "kinking of the stent". The device was not used. The procedure was completed with another of the same. As there was no patient involvement, no patient complications occurred.

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device found the stent to be fully mounted. There was a very slight bend in the shaft in the location of the stent holder. No other issues noted with profile of device. During analysis it was possible to partially deploy and reconstrain the stent without issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered not confirmed as the returned device review showed no evidence of either the alleged issue or any defect which could have contributed to the event. (B)(4).

Manufacturer narrative:
(B)(4).